Manufacturer narrative:
A saber rx percutaneous transluminal angioplasty (pta) balloon catheter (25mm x 30cm x 155cm) was delivered to the lesion and inflated after a guidewire crossed the lesion. However, the pressure was not raising after it was inflated at six atmospheres (6atm), so it was deflated once, and balloon rupture was confirmed due to blood leakage. There was no reported patient injury. The saber pta balloon catheter was removed and replaced with a new same size saber pta balloon catheter and it could inflate the lesion. The procedure was completed by a drug-coated balloon performance. The lesion was the superficial femoral artery which had 99% stenosis. The vessel level of angulation, calcification and tortuosity is mild. Initially, this was an endovascular repair (evt) case. The device was prepped per the instructions for use (IFU). The device was prepped normally. The same indeflator was used successfully with other devices. There was leakage from the balloon. There was no kink/bent condition noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The product was not returned for analysis. A product history record (phr) review of lot 17698723 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. With the information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber rx pta balloon catheter (25mm30cm155) was delivered to the lesion and inflated after a guidewire crossed the lesion. However, the pressure was not raising after it was inflated at 6-atmospheres pressure (atm), so it was deflated once and balloon rupture was confirmed due to blood leakage. There was no reported patient injury. The saber pta balloon catheter was removed and replaced with a new same size saber pta balloon catheter and it could inflate the lesion. The procedure was completed by a drug-coated balloon performance. The lesion was the superficial femoral artery which had 99% stenosis. The vessel level of angulation, calcification and tortuosity is mild. Initially, this was an endovascular repair (evt) case. The device was prepped per the instructions for use (IFU). The device was prep normally. The same indeflator was used successfully with other devices. There was leakage from the balloon. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The device was removed intact (in one piece) from the patient. The device will not be returned for analysis due to patient¿s infectious disease.